Event description:
The svc report shows that while performing a routine preventative maintenance on the unit, the nellcor puritan-bennett customer support engineer (npb cse) found that the alarm did not work. The customer support engineer replaced the alarm. The unit passed extended self testing. It is not verified that the unit had no alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.